Event description:
An mea procedure was performed by treating physician in 7/2004. Uterus was sounded to 8.5 cm. Cervix was dilated to allow for hysteroscopic examination. Further dilation was performed prior to mea treatment. During treatment of the uterine fundus, the physician decided to change from using a bi-valve to a weighted speculum; due to difficulty in changing these instruments while manipulating the mea applicator at the uterine fundus, the physician decided to pause the mea treatment while replacing the bi-valve speculum. The physician then proceeded with mea treatment and observed that the applicator was inadvertently advanced to 10.5cm in the region of the right cornu. The physician then withdrew the applicator to 7cm and the mea treatment was completed in the uterine corpus. Total treatment time was 4.45 minutes. Approx 24 hours post-treatment pt presented to an ER with acute abdominal pain, rigid abdomen with rebound and guarding, and hypoactive bowel sounds. Pt was transferred to another hosp where laparoscopy revealed a uterine perforation on posterior right lateral fundal wall, and bowel injury. Uterine perforation was cauterized by a gynecologist, leaving uterus intact. Due to noted bowel injury, a general surgeon performed resection and anastomosis of bowel.